Event description:
It was reported that the patient had episodes of weakness, dizziness, and bradycardia with the physician reporting the patient's heart rate in the 40's. It was also reported that the right ventricular (rv) lead had possible t-wave oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: p1501dr implantable pulse generator (ipg) implanted: 2005-(B)(6). (B)(4).